Event description:
On (B)(6) 2006, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2007, the pt had a coil embolization procedure to treat the type ii endoleak. On (B)(6) 2007, the pt had a second coil embolization procedure to treat the type ii endoleak. On (B)(6) 2007, a computed tomography angiography revealed the type ii endoleak was still persisting. No further info is available.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l devices implanted and related to this event: (B)(4).